Event description:
It was reported that approximately 88.7 months post implant of a bifurcated device and infrarenal aortic extension, an endoleak was identified between the aortic extension and the bifurcated device. Reportedly, the patient presented emergently and the physician implanted a long thoracic device (26x10 and 31x10 tag device) to bridge the previously implanted devices. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were cautionary conditions for product use which might have contributed to the reported event such as: the aortic extension and the bifurcated stent were the same diameter size. Other factors that might have contributed to the substantiated progressive stent separation/type iiia endoleak, and rupture were: untreated progressive stent separation; disease progression due to the patient's history of current tobacco use and the long-standing endurance of the device; the unresolved endotension seen at 24 months (aortic remodeling); the patient's use of antiplatelet therapy (increased risk for bleeding complications); the marginally acceptable aortic neck angle of 50 degrees; and, the marginally adequate stent overlap immediately post index. Additionally, there was substantiated evidence of mural thrombus within the main body stent, with partial stent collapse of the bifurcation, which might have indicated component strain and/or turbulent blood flow within three months post index. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.